Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency room due to pain, pericardial effusion was observed. Physician suspected that the pericardial effusion was as a result of the pacemaker implant. The effusion was drained. A chest x-ray confirmed that the leads were in place. No perforation was noted as well. The patient symptom subsided post drainage and the patient was stable throughout the procedure.